Event description:
Reportedly, on (B)(6) 2011, the patient's mom/reporter stated there was air bubbles in the tubing and cartridge. Although the reporter made sure all air was initially out of the cartridge and tubing, she noticed there was air bubbles issue at a later time. The patient allegedly felt sick to her stomach and had a headache and had blood glucose reading in the high 300 mg/dl to low 400 mg/dl at the time of concern. This complaint is being reported because the patient allegedly had elevated blood glucose reading with symptoms suggestive of hyperglycemia after there was an issue with air bubbles in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: no cartridge was returned, a retained sample was evaluated by product analysis on (B)(4) 2011 with the following findings: the retain cartridge passes visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.